Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.

Event description:
It was reported that the lead was returned to the manufacturer with a complaint that the lead helix would not extend and has high impedance. No further information is available. No patient complications have been reported as a result of this event.